Manufacturer narrative:
No sample is available for investigation.

Event description:
The event is reported as: customer called to report that catheter was placed in patient and it leaked. When the catheter was removed, the balloon had deflated. No reported patient injury.